Event description:
The customer reported the top rail at the footend of the siderail fractured resulting in a sharp edge.

Manufacturer narrative:
The user facility ordered replacement components and a stryker representative did not have an opportunity to evaluate before the repairs were completed.